Event description:
It was reported that during a surgery once the femoral tunnels were made, when the graft was already place in the tunnel as far as the mark indicates, green thread was pulled, stability of the graft was tested and was returned. An attempt was made to raise the graft again, but the suture of the ultrabutton broke and did not allow the surgeon from positioning the plate and the graft, for which reason the system was removed and a screw fixation system was placed. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The reported ultrabutton adjustable fixation device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, ¿during a surgery once the femoral tunnels were made, when the graft was already place in the tunnel as far as the mark indicates, green thread was pulled, stability of the graft was tested and was returned. An attempt was made to raise the graft again, but the suture of the ultrabutton broke and did not allow the surgeon from positioning the plate and the graft, for which reason the system was removed and a screw fixation system was placed. Customer¿s complaint was confirmed. Visual inspection shows a broken suture device. The flip suture (green) has not been returned. The device is single use and functional test is not possible. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) incorrect tunnel preparation. (2) excessive force. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instruction for use states: (1) use of the ultrabutton adjustable fixation device requires an appropriate level of surgical experience. (2) completion of a skills laboratory, training by the manufacturer or one of its appointed representatives, and/or observation of/assistance with similar surgical procedures is recommended. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.